Event description:
When removing the cypher from the package, the stent came off the balloon.

Manufacturer narrative:
This product is available for analysis. Additional information will be provided within 30 days of receipt.